Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson¿s dual and movement disorders. It was reported that on (B)(6) 2016, the patient used her cellphone and a google virtual reality headset and her system rebooted to the settings the health care provider (hcp) had initially set; stimulation was changed to a lower setting. The patient also experienced an immediate return of symptoms. The patient was able to change the settings back to the appropriate stimulation amount and the issue was resolved. Please see report number 3004209178-2016-06089.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.